Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) warranty expired 10/05/2018 was not working properly. Sometimes it's okay and sometimes it's not (intermittent continuity). The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was connected to a power cord and the power switch was turned to the "on" position. The device was unable to be energized. The green indicator light did not illuminate and the device did not provide energy to a reference hemopro device and extension cable. No electrical evaluation was conducted due to the non-powering on of the device. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed, but was confirmed for the analyzed failure "failure to deliver energy". The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.